Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no further actions were planned to resolve the burning sensation.

Event description:
Additional information was received. It was reported that the cause of the burning sensation was not specifically determined, but it was determined that "putting the ins off clears the issue". The burning sensation occurred while palpitating the ins, but only with stimulation on. No x-ray has been done. With the new setting parameters provided by technical services (ts), an expected device longevity of 8 months was achieved. No other/further actions/interventions have been taken to resolve these issues. The burning sensation has not since been resolved. The eri message has not been resolved either since once eri is triggered, the message keeps repeating daily, but the actual eri (longevity below 3 months) is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date correction. It was clarified that the patient experienced the burning sensation in early may, and therefore only the month/year of the event date was valid. Updated to month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the patient only changes the stimulation in consultation with the manufacturer, since she has set it to a non-perceptible program. Once the hd program was increased to a tangible program. However, we have corrected this again. This was not the period in which the patient received the notification. Impedances are stable between 900-1200ohm and have not changed since implant. The patient has not been to the outpatient clinic, so we have not been able to palpate the ins pocket in the meantime. Upon inspection, no abnormalities were seen. The patient fell in february while walking up the stairs. Her foot did not go up and fell on her face up the stairs. Has fully recovered from this. Afterward the fall, no abnormalities were observed. Good to stimulate in her pain area. After the fall, things went very well until the beginning of may. The patient only experiences the burning sensation when the stimulation is on. This feeling disappears when the stimulation is turned off. This has been pr esent since early may. Burning sensation is more noticeable in a sitting position. When stimulation is on, she also suffers from a buzzing feeling in her head. Ts went through the provided reports and the impedance values in all reports indeed seem to be fine. However, we noticed one thing. The first report dated 2024-may-28 (09:26) shows that for group b an amplitude of 3.5 ma was set for both programs 1 and 2 at the start of the session. This report shows the dates between a session on 2024-mar-04 and 2024-may-28. During this period, group b was used for 99.81%. However, when we look at the session report from 2024-mar-04, it can be seen that the amplitude at the end of the session was set to a lower value, which is 1.8 ma. The patient most likely increased the stimulation to 3.5 ma for group b for both programs 1 and 2 sometime during this period. This increase in stimulation may have caused the battery to drain more quickly and subsequently triggered the eri. Assuming the settings and impedances remain the same and the ins is used 24 hours/day, we would expect the neurostimulator to achieve eos within ±8 months from the moment of implantation, it is therefore possible when the ins has been at an amplitude of 3.5 ma for several weeks that eri has been triggered more quickly for this ins. With regards to the burning sensation that the patient experiences. Since the patient only experiences it when the stimulation is turned off, it is possible that this feeling is related to the ins system. Ts recommended palpating the ins pocket to determine whether the burning sensation can be provoked. In addition, consider palpating the system and perform an x-ray to determine whether there are loose connections or a broken lead/extension. Based on the results, you can try programming a different electrode configuration.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient received an implanted neurostimulator (ins) on (B)(6) 2023. During a check on (B)(6) 2024, the ins gave an elective replacement indicator (eri) message on the tablet. At a later reading earlier this week, the same ins indicated an estimated longevity of 9 months. In addition, the patient provided feedback about 'an increasing burning sensation behind the battery'. The patient was thoroughly examined during the last outpatient visit, but there appear to be no indications of infection. As far as it¿s known, there have been no reports of increased impedances during outpatient visits and the stimulation intensity has never been so high that an eri can be explained under normal circumstances. Technical services (ts) was asked to explain the eri trigger, coupled with the fact that the battery can now last another 9 months. Ts stated that unfortunately, the data report does not show the reason why and when eri has been triggered for this ins, only that eri has been triggered. It is possible that the previous settings were slightly higher, causing eri to have been triggered earlier. If the settings are reduced after the eri message, the ins will make a new calculation of the longevity based on the stimulation settings over the past 7 days. If the settings are lowered, the battery lifespan may increase. However, once eri has been triggered, it will also remain triggered. Even when the longevity becomes longer, for example due to lowered settings. Ts estimated the current longevity, based on settings in group b as 1 year and 8 months. The lifespan can depend on programmed parameters (amplitude, frequency, pulse width and number of active electrodes), system impedance (which are within normal range), number of hours the stimulation is used, the extent to which the patient has control over programmable stimulation parameters. Ts requested a previous session report(s) with the previous settings. Regarding the burning sensation, it cannot exclude that it may be due to an integrity problem in the system. It was recommend palpating the ins pocket to determine whether the burning sensation can be provoked. In addition, we also recommend palpating the ins pocket when stimulation is off to see if the same sensation can be provoked. This can help us understand if the burning sensation is caused by the ins system. The issue has not resolved. Additional information was received. Event date, notify date, and hcp information confirmed. The cause of the eri message was not determined, ts did not find any specifics. The patient does not regularly increase stimulation / adjust their settings. Impedances were measure during both visits and were within normal range. Stimulation is still being felt ok so there is no issue on therapy. The issue seems resolved for now. Cause of the burning sensation was not determined. Further information regarding the burning sensation is pending information from the hcp.

Manufacturer narrative:
G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.